Event description:
It was reported that the lead integrity alert (lia) triggered. There was oversensing noted and impedance of 1100 ohms. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.